Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Intra-operative measurements showed affected channels. Current in situ measurements (1 month post-op) are indicative of a device malfunction.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. The investigation results appear to match the problems mentioned in the recipient report. As the active electrode was found to be complete and intact during investigation, it is assumed that the high channels observed intra-operatively might have been caused by an early stage of damage to the substrate. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. Additionally, some extra-cochlear channels have been observed at explantation and, as the internal registration files state a complete insertion at first surgery, a partial migration of the active electrode array is suspected. This is a final report.

Event description:
Intraoperative in situ measurements showed affected channels. No evoked compound action potential (ecap) responses could be measured intra-operatively. 1 month post-operative in situ measurements were indicative of a device malfunction, despite several attempts to repeat the measurements. The recipient was re-implanted. The new implant has been activated and the user has a good reaction to sound.